Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device is running hot. There was no patient impact.

Manufacturer narrative:
Date MFR. Rec: sep/07/2016. The product was returned for analysis. Evaluation of the device indicated the customer complaint of heat could not be verified since the handpiece was not running when received. Pre-repair temperature testing could not be performed. The housing, seals, bearings and motor were corroded on the device. The cable on the device was kinked. The device was repaired, tested to manufacturer product specifications and returned to the customer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.